Event description:
Customer reports feeling dizzy with result of 560 mg/dl obtained on the aviva system. Customer went to the hospital and tested 178 mg/dl on professional device. Reported results were obtained within 10 minutes. Customer stayed at the hospital for several hours for observation; no medical treatment required. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Information received indicates the bed lost ground due to a missing ground pin on the power cord plug.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned.